Manufacturer narrative:
By the info reported, the primary cause of the event was the rotation of the metal back glenoid into the glenoid bone, causing the rotation of the glenosphere (which was firmly fixed to the metal back) and the consequent dislocation. The check of the DHR of the lot # of metal back involved (201514984) did not show any dimensional anomaly on the 74 metal back glenoids manufactured with this lot #. A medical analysis on the available x-rays (dated (B)(6) 2016 soon after surgery and on (B)(6) 2016) indicated that: the two x-rays were taken on different views which make them hard to compare; in the 2nd x-ray ((B)(6) 2016), the metal back is in bad position: it is too high and the bone screws are running more anterior and posterior rather than superior and inferior, as they should. This indicates a probable post-op rotation of the metal back glenoid into the bone, as reported. The probable cause of the metal back rotation into the bone was patient bone loss in the anterior part of the glenoid bone. The bone loss would have prevented a good fixation of the metal back in the bone. Probably, patient bone support on the glenoid side was not adequate for implanting a smr reverse. With regards to this, the surgical technique of the smr system reports: the bone stock of the glenoid and humerus must be able to support the implant. In cases with significant bone loss and in which adequate fixation on the glenoid side cannot be obtained, a hemiarthroplasty with cta head should be performed". No corrective actions planned for this case. Lima corporate is aware of a total of 7 similar cases involving metal back glenoids with model # 1375.21.xxx, on a total of (B)(4) devices belonging to this family marketed ww since 2012 ((B)(4)). These events are not product-related (common causes: patient poor bone stock, glenoid bone fracture, patient trauma). Not returned.

Event description:
Smr reverse implanted on (B)(6) 2016. On (B)(6) 2016: x-ray was performed, revealing the dislocation the rotation of the metal back glenoid and the dislocation of the glenosphere. Reported lack of fixation stability of the metal back glenoid into the bone, causing the glenosphere dislocation. By the info received, revision surgery not performed because the patient has no pain and the condition of implants seems to stay unchanged. Also, the surgeon believes that the revision surgery is considered at high risk because of the patient's age (80s). Surgeon remarks on the case: the glenoid bone had some bone loss on the anterior part of it at the primary surgery ((B)(6) 2016). Although the surgeon tried to do bone graft, it was cancelled because the fixation of the peg was not good. Eventually, the mb glenoid was placed without bone grafting. So, the upper bone screw worked well, but the lower one didn't. Event occurred in (B)(6).